Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer report "little hairline fracture appeared because they were quite stuck in my teeth, when I had tried to get them out a few times, I pulled it and a little hairline fracture occurred on the top one of my front teeth".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.